Event description:
Approximately 10 months post implant of a 26mm sapien 3 ultra in the aortic position, the patient developed severe paravalvular leak (pvl). The patient was symptomatic, in decompensated heart failure on pressors, with pna/copd/respiratory failure on ventilator, and hospitalized in the ICU. No intervention will be performed as the patient was sent to hospice.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening paravalvular leak could not be determined with the limited information provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received. The patient presented to the ICU for pna/chf/nstemi/aki and remained hospitalized in the ICU. Another tavr was considered, but it was deemed too high risk due to poor clinical status and multisystem failure. The structural heart team recommended palliative care. The patient expired.